Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused uvula to be removed due to respiratory difficulties, diabetes, kidney problems and sleep dysfunction. The patient did report to receive medical intervention and takes prescribed medication. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on july 31, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused uvula to be removed due to respiratory difficulties, diabetes, kidney problems and sleep dysfunction. The patient did report to receive medical intervention and takes prescribed medication. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they was able to confirm the device powered on and provided airflow. Musty odor was observed during the device' s operation they performed additional testing and replaced the original blower motor with a known good pil supplied blower motor and initiated therapy. No musty odors were observed with the supplied blower motor installed. They determined that the musty odor was most likely caused by a damaged or defective blower motor. During the external and internal investigation, observed dust like contamination on the ui (user interface) panel, the top enclosure, the accessory module slot, the air inlet of the blower box, the rear panel, the bottom enclosure, the sd (secure digital) card slot of the pca (printed circuit assembly) , the blower box, the blower box cap seal, the blower motor, the blower outlet seal, the blower sk isolators, the rear panel o ring, and the rubber grommet of the blower motor, unknown yellow residue in the air inlet of the blower box, small amounts of unknown black residue in the accessory module slot, the top enclosure, the air inlet of the blower box, and the sd card flip door. They also observed unknown yellow residue in the air inlet of the blower box, small amounts of unknown black residue in the accessory module slot, the top enclosure, the air inlet of the blower box, and the sd card flip door, unknown residue on the sd card slot of the pca, unknown white particle contaminants on the flow sensor seal and the rubber grommet of the blower motor, black contamination in the blower box, consistent with keratin, at the air outlet and the rubber grommet retainment slot where the flow sensor seal sits. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam residue in the blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes that they were not able to confirm the customer complaint and unable to directly address the patients' symptoms. There was no evidence of sound abatement foam degradation. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Sections d8, d9, h2, h3, h6 has been updated in this report.